Manufacturer narrative:
(B)(4). Date sent: 3/3/2023 d4: batch # x95n1l investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2h12lp device was received with one suture tie post broken. The suture tie post was returned inside a plastic bag. The sleeve was visually inspected and no damaged was found. No conclusion could be reached as to what may have caused the reported incident. One possible cause for the damage found on the suture tie post may be excessive force applied after device is sutured down. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x95n1l number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: "did any pieces fall into the patient? If yes, were they retrieved? No further information will be available. Will all pieces be returned with the device? If no, were they discarded? No further information will be available." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, sleeve broke. Another device was used to complete the case. There were no adverse consequences to the patient.